Event description:
It was reported that the customer received a no delivery alarm on the insulin pump. The customer changed the infusion set, attempted to bolus and received the no delivery alarm again. The customer confirmed that the issue did not result in a serious injury or hospitalization. The customer's blood glucose was 121 mg/dl. Troubleshooting could not be done because changing the infusion set earlier had resolved the alarm. Advised customer to do a complete set change as soon as possible. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.